Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 77 mg/dl, and the meter bg reading was 541 mg/dl. Due to the inaccurate cgm readings, customer consumed food resulting in a bg level of 541 mg/dl with high ketones. Reportedly, the customer administered a manual injection and delivered a correction bolus via pump to address bg level. A replacement sensor was sent to the customer. Recommendation was made to consult with a healthcare provider to discuss diabetes management.